Event description:
The distributor reported that the pump exhibited low level audible alarms. Evaluation revealed that both audible and vibratory alarms were inoperable.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a crack in both the display screen and battery compartment consistent with a severe impact. Evaluation also revealed misaligned electrical connections to both the piezo and vibratory motor. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.